Manufacturer narrative:
Per the t:flex user guide:only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 30 mg/dl and the customer fell. Glucose tablets were consumed and the customer went to the emergency room (ER). Fluids/candy were consumed. After 5 hours, customer left the ER in better condition; bg was 105 mg/dl. Customer reported to have switched the insulin to a higher concentration which resulted in a low bg. Recommendation was made for customer to discuss event with a health care provider.